Manufacturer narrative:
Initial review of the battery's system management (smbus) data revealed that it exhibited no anomalies. The battery was functionally tested and passed all sections. Further review of the smbus data revealed that the battery had recorded a lifetime maximum temperature above the firmware maximum charge temperature. If the battery was at this high temperature at the time of the customer-reported issue, the battery would not accept a charge. Because this is a safety and reliability design feature of the companion external battery and there is no evidence it operated outside its design, the battery performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4903 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the companion external battery was not in patient use. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion external battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion external battery was not charging.